Manufacturer narrative:
The user reported differences between sensor glucose (sg) and blood glucose (bg) readings. Review of available data showed that calibrations entered after the sensor re-link aligned with sg trends, with occasional differences likely due to physiological lag.dms review confirmed active system use and information up to date.the user was advised to continue using the system and to contact customer support if additional concerns arise. The user was instructed to enter bg values as manual entries or calibrations if the issue persists.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.

Manufacturer narrative:
The user reported discrepancies between their blood glucose (bg) readings and the sensor glucose (sg) values. Initial troubleshooting did not resolve the issue, so the case was escalated.review of sensor data did not indicate any system malfunctions. Support provided instructions to perform a sensor re-link to clear the calibration buffer and correct a potential calibration misalignment. After re-linking, the system returned to the initialization phase, and the user was asked to perform four calibrations within 36 hours. Follow-up monitoring showed that calibrations after re-linking aligned well with sg trends, with occasional differences due to lag. The user accepted the guidance, had no further questions. B4.date of this report 10 dec 2025. G3.date received by the manufacturer? 10 dec 2025. H6. Investigation findings updated to 114.